Event description:
Device has been explanted.

Event description:
Patient reported right side breast cancer (not device related), and rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: not observed. Cancer-ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side breast cancer (not device related), and rupture. Device has been explanted.

Event description:
Patient reported right side breast cancer (not device related), and rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical damage and a missing piece of shell assessed as inconclusive. ¿ cancer: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required

Event description:
Patient reported right side breast cancer (not device related), and rupture. Device has been explanted

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Patient also reported "breast cancer", which is not device-related. Device remains implanted.